Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker showed a decrease in remaining longevity of five years since the previous follow-up. Device data was submitted to technical services for review. Engineering analysis found the device was depleting normally and that the decrease in longevity was due to high rate atrial sensing, from the patient's atrial fibrillation (af). During periods of high rate atrial sensing the power increased to about 52uw, and when it subsides the power level decreased to about 34uw. Technical services discussed programming to a non-tracking mode or considering other methods to manage the patient's af. No adverse patient effects were reported. The device remains implanted and in service. The field representative reported that no reprogramming had been performed at this time.